Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not condudcted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that the safety feature of the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter was defective, before use. There was no report of injury or medical intervention.